Event description:
Info was received in 2003 from the spouse of a pt with a history of osteoarthritis, a staph infection in their left knee 9 years ago (approx 1995), multiple left knee surgeries (dates and details not provided), and no known allergy to chickens, eggs, latex, or any avian products. The pt received their first synvisc injection to the left knee in 2003. Three days later, the pt began to experience facial flushing, felt hot, their stomach was tightening up and swelling, and they were coughing. These symptoms became worse between the next two days. The pt saw their physician for second synvisc injection two days later, and at that time the pt was still experiencing the symptoms. During the visit, the pt's physician indicated to the pt that he did not feel the symptoms were related to the synvisc injection and went adhead and administered the second injection to the pt's left knee. Due to scar tissue around the left knee from previous surgeries, the physician had trouble inserting the needle for the second injection, and due to the "jabbing" of the needle, the injection was "real painful." The pt's knee ached later that day. The same evening, the pt began to experience shortness of breath, increased blood pressure, coughing, increased heart rate, and their stomach was swollen and "hard as a rock." The pt was unable to sleep that night, and the symptoms continued and worsened through the next day. The pt was hospitalized in the evening. Upon admission, they had an oxygen level of 88%, and were treated with "2 tubes" of IV benadryl (strength not provided) and 3 tablets of prednisone (strength not provided). Treatment of the symptoms was continued in the hosp, with oral benadryl 50mg 3 times a day, prednisone 40mg 3 times a day which was later switched to 20mg 3 times a day, and oxygen. The pt was dicharged from the hosp two days after hospitalization, and at that time the pt's oxygen tratment was stopped. As soon as they were taken off of the oxygen, pt became hot, flushed, and their blood pressure rose. After being discharged, the pt continued treatment with benadryl 50mg 3 times a day, prednisone 20mg 3 times a day, in addition to albuterol inhaler 4 puffs, 4 times a day. The emergency room and family physician felt they had experienced an allergic reaction to synvisc. At the time of this report, the pt's outcome is unknown.